Manufacturer narrative:
(B)(4). Date sent: 04/29/2021. D4: batch # u5ax0l. H6: component code = mechanical (g04). Additional information was requested, and the following was received: were there protruding staples that fell out of the reload prior to firing? Were staples deployed into the tissue that were malformed (irregular in shape) that ¿popped out¿ of the tissue? Ans - among the questions asked, the situation was the same as the former, staples fell out of the reload prior to firing. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the cr40g reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. In an attempt to replicate the reported incident the reload was tested for functionality with a test device and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to an improper use of the device. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification needed: were there protruding staples that fell out of the reload prior to firing? Were staples deployed into the tissue that were malformed (irregular in shape) that ¿popped out¿ of the tissue? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, staples pop out during use. There were no patient consequences.